Event description:
It was reported that the tip of the driver fractured during the procedure. Tip remains embedded in the implanted plug. Patient outcome: no adverse effect reported as a result of this event.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Manufacturer narrative:
A visual examination confirmed the reported event. The threaded tip of the inserter was sheared off. Hardness testing of the returned product confirmed proper manufacturing and processing. A review of the manufacturing records indicated that there were no dimensional, functional, or material anomalies reported at inspection. The probable underlying root cause for the damage is fracturing of the instrument during usage of the device.